Manufacturer narrative:
Investigation: one sample unit was received for evaluation by our quality engineer. Upon visual inspection of the sample, black particles were observed inside of the blister packaging, located on the barrel and inside of the syringe tip. A device history record review did not reveal any documented issues during the production of lot number 1712228 that could have contributed to the observed/reported defect. Through magnified inspection, the black particles were identified as pieces of film. These particles were generated by the chain of the packaging machine. The chain guides the film during the primary packaging process. Based on the preventive measures in place and the current inspection plan, we believe this is an isolated incident with an unlikely recurrence.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with foreign matter. There was no report of injury or medical intervention.